Event description:
Additional information was received from the consumer. They added that because of the difficulties with their ins, they were falling, broke their ribs, and broke bones in their feet. The patient mentioned that they were able to get the ins charged to about 25% the last time they called patient services, but they haven't charged it since. The patient stated that they are interested in charging the ins and turning it back on because from time to time they have difficulty doing things like writing a check and tying a hook on a fishing line. The patient stated that they tried to charge their ins, but they keep seeing the 'reposition antenna' screen on the recharger. During the call, the patient also saw the 'poor communication' screen on their patient programmer. Agent reviewed that the ins battery is likely overdischarged and redirected them to their managing hcp for assistance.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the consumer reporting the cause of the strong shock was they had not turned the power source on for weeks. When they turned it back on, they left the voltage settings as the previous settings.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implant never worked satisfactorily for them. The doctor's office tried adjusting their settings but they were never able to get the correct settings for them. They mentioned their doctor's office told them to try turning the implant off and see if their walking, speech, and balance would improve. They turned the implant off and their walking, balance, and speech got better but now they have been shaking. They went to turn the implant back on after two months but cannot get the implant to turn back on. They attempted to communicate to their implant with the implantable neurostimulator (ins) and the patient was seeing the implant is 50% charged and they get all eight coupling boxes. It was reviewed how to turn the stimulation on with the patient programmer (pp) and that since the stimulation has been turned off for a long time, they will want to speak with their healthcare provider (hcp) before turning the implant on. They stated they were going to turn the implant on anyway. When they turned the implant on, they felt a very strong shock that was too powerful and then were able to turn the implant off and the shock stopped. They were redirected to their hcp to further address the issue. The patient's settings are left side 4v and right side 3.60v.